Manufacturer narrative:
Two photos provided by the customer were reviewed. The device serial number was verified; however, the customer complaint could not be confirmed based on the photos. The release documentation for instrument part number: nat-024 and instrument serial number: (B)(6) was reviewed and the instrument met all release criteria. A review of the complaints reported as smoking instrument based on total quantity distributed showed that the complaint rate is (B)(4). Technical services made three attempts for the return of the instrument however the customer was unresponsive. As such, further investigation was not able to be performed. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text: device not returned.

Event description:
The customer reported smoke coming from the ID now instrument. Per the customer, the instrument was smoking after it was turned on and did not occur during use. There was no visible spark or fire. There was no patient involvement and the customer confirmed there was no injury or harm associated with the smoke.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported smoke coming from the ID now instrument. Per the customer, the instrument was smoking after it was turned on and did not occur during use. There was no visible spark or fire. There was no patient involvement and the customer confirmed there was no injury or harm associated with the smoke.